Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: plant investigation: the device was not returned to the manufacturer and unavailable for physical evaluation. Upon initiation of the product history review it was discovered that the complaint product was related to a nonconformance 851439. The nonconformance was created due to an operator performing an incorrect technique. The operator was not following steps per the work instruction and placing ¿rejected product¿ in the ¿accepted container¿ during the 100% leak test on uson/sprint machine for liberty cassette products. The work instruction is a control for the manufacturing process to detect a leak in the cassette, a cassette with leaks could be accepted; therefore, the alleged event of ¿leak¿ was confirmed based on the nonconformance found during the DHR review performed. A leak on the cassette could be caused by damage in the cassette film or damage in the hard plastic due to handling of the product. Since the complaint product sample was not received for physical evaluation to confirm damage in the cassette, it could not be confirmed what caused the leak in the cassette. In the liberty select cycler user¿s guide there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and, in the liberty select cycler user¿s guide to not use the product if there is damage found in the cassette. IFU: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. The event was confirmed based on the nonconformance; however a cause could not be established.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested however to date has not been provided.